Event description:
Additional information received from the manufacturer representative (rep) in response to follow-up reported that the settings were corrected. The patient was showing good symptom control without stimulation side effects. It was all resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that following an implantable neurostimulator (ins) battery replacement, the patient began exhibiting stimulation side effects including headache, discomfort, and dysarthria. The side effects were due to incorrectly programming the patient; the positive electrode was placed on the case instead of the lead which caused overstimulation. The health care provider (hcp) turned the stimulation down and the patient went home the next day. The patient reported he was more comfortable but the dysarthria continued. Additionally, the patient had limitations in the ability to turn up his device for symptom control due to the reported stimulation side effects. Additional information has been requested regarding intervention and outcome of the dysarthria, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.